Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced latent diaphragmatic stimulation and weight loss. The right ventricular (rv) lead exhibited diaphragmatic stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.